Manufacturer narrative:
Arjo was informed by a call about an event, which occurred at time of a use an arjo citadel plus bed and arjo maxxair ets mattress. Following information gathered, force applied to the side rail panel (patient leaned on it) caused that the plastic component was detached and the patient fell out of the bed. No injury occurred. The safety rails are an integral part of the citadel plus bed frame. This bed has four side rails, two on each side of the bed. Based on photographic evidences provided to arjo, one of four side rail panels was broken off the side rail mechanism. The bed was excluded from use to be repaired. The review of post-market surveillance data and the investigation carried out at the manufacturer side revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This finding is in line with description of the event provided to arjo. To conclude, the side rail panel detached from the side rail mechanism and from that perspective, the citadel plus bed did not meet the performance specification. Although there was no serious injury sustained, the complaint was decided to be reportable due to the allegation of patient¿s fall.

Event description:
Arjo was informed by a call about an event which occurred at time of a use an arjo citadel plus bed and arjo maxxair ets mattress. Following information gathered, force applied to the side rail panel (patient leaned on it) caused that the plastic component was detached, and the patient fell out of the bed. No injury occurred.